Event description:
The ventilator was being used in rptr's special care nursery. The ventilator was plugged into an uninterruptible power supply (ups). The ups popped and lost power. The ventilator had to be unplugged from the ups and plugged into an electrical outlet. The pt was not affected by this. Loss of power to neonatal ventilator could possibly be life-threatening. Ups is the battery backup's power source.